Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements at follow-up. Several days later, the patient received an appropriate shock that returned an in-range shock impedance measurement. All other measurements were stable and within normal limits; there were no anomalies seen upon review of stored episodes. No action is planned at this time. This system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This report is being submitted to correct the implant date.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements at follow-up. Several days later, the patient received an appropriate shock that returned an in-range shock impedance measurement. All other measurements were stable and within normal limits; there were no anomalies seen upon review of stored episodes. No action is planned at this time. This system remains in service.